Manufacturer narrative:
The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The insulin pump was received with scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 510 mg/dl. Customer stated blood glucose went up to 500 mg/dl, and insulin pump treatment did not help as customer's blood glucose continued to rise. Customer went to the hospital and was treated with an IV insulin drip. The customer experienced symptoms such as nausea, vomiting, and abdominal pain. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization and discontinued insulin pump therapy after hospitalization. Customer would like a replacement insulin pump. The insulin pump will be returned for analysis.